Manufacturer narrative:
Result: ground prong. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the devices instructions for use.

Event description:
It was reported by service report that the ground prong was missing from the power cord. No adverse consequences have been reported.